Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation. However, during second inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body by simply pulling it out. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.